Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a broken/bent/loose connector pin on the desktop charger. No patient symptoms were reported. Troubleshooting could not be performed due to lack of access to product. The patient was to call back when she had the equipment with her. No patient symptoms were reported. No further complications were reported/anticipated. The indication for implant was spinal pain. Additional information was received from the patient on (B)(6) 2017. The patient called back with her recharging equipment to address the broken connector pin. It was reported that the patient was unable to charge her implant because she could not charge the recharger. The patient was redirected to repair. No further complications were reported/anticipated.